Event description:
It was reported that this pacemaker exhibited oversensing of electromagnetic interference (emi) which resulted in 2 inappropriate non sustained ventricular tachycardia stored episodes and pacing inhibition of 4.5 seconds. No adverse patient effects were reported. At this time, this device remains in service.